Event description:
Rn noticed uac [umbilical artery catheter] leaking blood at the connection site. Upon looking at connection site, a "permanent" piece of the umbilical line had broken off the tubing. Uac had to be removed because it was a faulty product.